Event description:
It was reported that a patient underwent a sling procedure in 2005. A couple months ago, the patient noticed a lump on her abdomen where the initial incision had been. The area was hard and there was a painful poking pressure at that site. The lump was smaller than a walnut, but bigger than a marble. The surgeon surgically removed a piece of mesh. The patient's continence has improved since the procedure. The patient still has slight poking pressure, but the lump is no longer visible.

Manufacturer narrative:
(B)(4): lump occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.